Event description:
It was reported that: the patient complains of some swelling, but no pain. She has received a recall letter and expects to be paid for all these costs. The patient is scheduled to see her surgeon on (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.